Event description:
On (B)(6), 2011 a doctor reported that crowns that had been cemented with breeze se cement debonded.

Manufacturer narrative:
On (B)(4) 2011, a doctor alleged that crowns debonded. An evaluation of a retain sample showed that the product was outside of the manufacturing specifications. A field corrective action is currently underway on this lot of product as a result of a previous incident. As of (B)(4) 2011, no information regarding number of patients involved or treatment has been reported. Customer has not returned device.